Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 97715 intellis adaptive stim pain was implanted and the patient experienced the implantable pulse generator site getting warm, with the neurostimulator frequently becoming hot during recharging and sometimes during normal use. Pt mentioned "for about the last 1.5-2 years when they would charge the ins, frequently the ins in the body would become hot." Pt confirmed they are referring to the ins not the rtm. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.